Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 01-mar-2022, 11-may-2022 and 28-may-2022, the patient's infusion set's tubing detached/broken at site connector. The infusion had been used for 12 hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.